Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ 20 ml syringe there was an issue with leakage. It was stated ¿the client used the syringe in the laminar hood to prepare a chemo drug. The chemo drug leaked behind the plunger tip.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation results: three pictures were received for investigation by our quality team. Upon visual inspection of these three pictures, leakage past the stopper in 20ll syringes can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. In the assembly station, tightness testing was performed on every syringe. When a failure occurs, it is rejected automatically to scrap. Ten retained samples of 20ll lot 1504219 were also evaluated. Upon visual inspection of the ten retained samples, no damage or molding defect was observed and the stopper is correctly assembled to the plunger. Leak testing was performed with the ten retained samples according to procedure and no leakage occurred. The ten retained syringes were also disassembled with no observation of any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. Based on the quality team's investigation, the root cause of this incident cannot be determined. Based on severity and occurrence no formal CAPA is required according to internal procedure.